Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump¿s battery life was shorter than expected and the issue had occurred with multiple batteries. During troubleshooting, it was noted that there were ¿low battery¿ warnings in the alarm history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: a review of the black box showed no evidence of a short battery life. No data was found in the black box from the date of the complaint due to continued use of the pump. The pump electrical current draws were tested and were within specifications. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Additionally, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This